Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a missing grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of device replacement, when the set screw was loosened, the physician tried to disconnect the device from the lead but was unable to do so. During this time ventricular pacing was not provided and the patient went into arrest for approximately one minute and cardiac massage was performed. It was suspected the setscrew was not loosened enough, it was further loosened and pulled but could not be disconnected from the device. The grommet was removed with forceps and the setscrew was found to be detached from the screw hole. When the lead was again pulled it separated from the device, external pacing was applied, ventricular pacing started, the patient regained consciousness and medication was administered. It was also reported when the lead and device were separated coagulated blood was found to have attached to the lead connector and to the electrode of the lead connector pin. Additionally, body fluid was found inside the connector. The device was replaced, the lead remains in use and no further patient complications have been reported as a result of this event.